Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Additional device product code: mni, mnh, nkg, nkb, kwq. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a c4-c6 posterior cervical spinal fusion on (B)(6), 2016 with synthes synapse. At an unknown point in time, the patient developed pain and degenerative disc disease below the c4-c6 fusion. On (B)(6) 2017 surgeon performed the revision procedure. During the revision, surgeon removed the existing locking caps (six) and rods (two). He left the existing screws (six) in place from c4-c6. There were no issues with the existing hardware. He then placed two new synapse screws at t1 and new rods and connected them. The new construct is c4-t1 with synthes synapse 3.5mm rod system. Procedure was completed successfully. There was no surgical delay, no patient harm. Patient outcome was unknown. This report is for one (1) 3.5mm ti rod 120mm. This is report 14 of 14 for (B)(4).